Manufacturer narrative:
Date of event, corrected data: initial report inadvertently listed wrong event date.

Event description:
It was reported that the patient's vns was disabled approximately one month after the reported settings decrease due to the muscle spasms. No additional relevant information has been received to date.

Event description:
It was reported on (B)(6) 2016 that the patient has painful magnet stimulation. It was stated that electrical current seems to be erratic and he is experiencing muscle twitching in the neck and shoulder when he uses the magnet. There were no adverse events that led to this. Diagnostics showed normal lead impedance. Follow-up showed that the patient¿s settings were lowered to a tolerable level for the time being. Patient was seen by a surgeon and was referred for possible lead revision, but no known surgical interventions have occurred.